Event description:
It was reported that there were high impedances of greater than 10,000 ohms. Electrodes 12, 13, 14, and 15 all read high in combinations with all electrodes 0 through 15. Impedance testing was done and the patient was reprogrammed as a result of the event. Stimulation was reprogrammed by eliminating electrode 12 from use. The patient reported no loss of coverage with elimination of electrode 12. If there was a product issue, it was not resolved and the cause of the issue was not determined. There were no patient symptoms or complications associated with the event, and the patient status at the time of the report was alive, no injury. The patient reported he was doing well at the time of the report and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4) implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).